Manufacturer narrative:
The mammotome st probe is a sterile, single patient use instrument which may be used with imaging guidance, such as x-ray, to excise a diagnostic sample for diagnosis. The device has not been returned to the manufacturer for evaluation which prevents a full investigation and analysis of the root cause at this time. However, based on images provided by the distributor, there is a puncture mark on the label side of the package. The distributor visually inspected the remainder of the mst11b from the same lot number and found no additional damaged packages. No adverse event occurred as there was no usage of this product. Due to the open package that can potentially affect sterility, we consider this event to be a product malfunction that if it were to recur, has the potential to cause or contribute to a serious injury. Pursuant to 21 cfr 803 we are submitting this medwatch report.

Event description:
The (B)(6) affiliate reported that the distributor staff found there was 1 each with a hole in tyvek which was found during incoming inspection.